Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on (B)(6) 2013 an asymptomatic patient presented in-clinic for a routine follow up. The pulse generator exhibited backup vvi operation. On (B)(6) 2013 a device software download was successfully performed. The patient was in good medical condition at the time of follow up.